Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the luer lock at the end of the tubing was noted to be cracked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the luer lock at the end of the tubing was noted to be cracked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the luer lock cracked was confirmed. Visual inspection of the set noted that the male luer collar was cracked. After removing the blue swabcap from the male luer it was observed that the male luer tip had turned white from over saturation of alcohol. Closer inspection under magnification observed no stress marks or tool marks. Functional testing was deemed unnecessary due to the set¿s broken male luer collar. The root cause of the male luer crack is due to prolonged exposure to alcohol causing the male luer plastic to weaken.